Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 64 mg/dl. Customer removed batteries from old pump and placed it into replaced insulin pump. After troubleshooting, failed battey was not cleared. Customer states that he will call back after purchasing new batteries.